Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue.

Manufacturer narrative:
Follow-up #1: date of submission 10-apr-2018. Additional information: there is no indication the alleged product issue caused or contributed to an adverse event. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2018 with the following findings: on investigation, the pump was totally unresponsive; there was no vibration, no audio tone and the screen remained blank. Download of the pump history was unsuccessful. Unrelated to the original complaint, there was moisture behind the display lens, the battery compartment was cracked and leak testing confirmed moisture leakage at the site of the crack. Moisture ingress was found inside the pump, on the printed circuit board and on the internal components. The alleged call service alarm issue was not able to be investigated due to the failure of the pump to power on.